Event description:
Reporter stated that the end-user leaned over to pick something up off the floor and that the bolt in the arm receiver pulled out and he fell on the floor and broke his wrist.

Manufacturer narrative:
No parts related to this incident have been sent back to the manufacturer for an evaluation.